Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a (B)(6) year old female patient who had essure (ess205) (batch no. 581521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea,"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), vaginal discharge ("vaginal discharge"), anxiety ("anxious"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines/ headaches"), headache ("headaches/ migraines"), alopecia ("hair loss") and hypoaesthesia ("numbness in leg and hip") and was found to have weight increased ("weight gain"), 2 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), depression ("depressed"), numbness ("numbness") and asthenia ("weakness"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, depression, numbness, asthenia and anxiety had not resolved and the abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal discharge, urinary tract disorder, bladder disorder, migraine, headache, weight increased, alopecia and hypoaesthesia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, asthenia, bladder disorder, depression, dysmenorrhoea, dyspareunia, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased and numbness to be related to essure (ess205). The reporter commented: plaintiff will be required to undergo a tnajor surgery as a result of her essure implants. Because of the requirement to undergo this surgery with removal of the essure devices plaintiff will be left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received. Case category changed from non-serious incident to serious incident. Date of essure removal was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/pain'). In a 41-year-old female patient who had essure (ess205) (batch no. 581521), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), anxiety ("anxious"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines/headaches"), headache ("headaches/migraines"), alopecia ("hair loss") and hypoaesthesia ("numbness in leg and hip"). And was found to have weight increased ("weight gain"), (B)(6) years (B)(6)months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), depression ("depressed"), numbness ("numbness") and asthenia ("weakness"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, depression, numbness, asthenia and anxiety had not resolved. And the abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal discharge, urinary tract disorder, bladder disorder, migraine, headache, weight increased, alopecia and hypoaesthesia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, asthenia, bladder disorder, depression, dysmenorrhoea, dyspareunia, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased and numbness to be related to essure (ess205). The reporter commented: plaintiff will be required to undergo a major surgery as a result of her essure implants. Because of the requirement to undergo this surgery with removal of the essure devices, plaintiff will be left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 24.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2007, total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020, quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.